Event description:
Customer reported she noticed that her insulin pump shut off. She does not know how long the device was off, but her blood glucose was elevated. Customer's blood glucose is 340 mg/dl. Customer was able to treat with the device. She replaced the battery and the device alarmed battery out limit. The alarm was cleared. A battery cap is being sent. Customer was advised to monitor the device and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)